Event description:
It was reported that the lead exhibited high coil impedances and an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments and analyzed. The defib conductor was fractured. The outer tubing overlay exhibited cosmetic environmental stress cracking, and the outer insulation exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism, and the helix/lobe was distorted/bent.